Manufacturer narrative:
Per the tandem user guide, "always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery." Per the tandem user guide, "make sure that insulin is at room temperature before filling the cartridge." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the patient line and infusion set tubing. Customer's blood glucose level was 300 mg/dl. Reportedly, the customer did not perform the air removal step during the load process and did not load room temperature insulin. Customer removed air and resumed insulin delivery.